Event description:
It was reported that during a total hip replacement surgery on (B)(6) 2013, the surgeon found the liner was loose in the shell. After trying again and failing, the surgeon used another liner and implanted. A delay of 40 minutes was reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Establishment address, city, zip code were not provided and have not been able to be found.

Manufacturer narrative:
Liner was returned and evaluated. All measured dimensions generally fell within the drawing tolerance. The 42.16mm result refers to the pcd of the scallops which is shown undersize. The component was however an easy fit with some resistance on the acceptance gauge with the slip gauge not passing under the flange. This gauge is manufactured to the upper limits (except the bore, which is bottom limit of shell bore), and as such should have fitted the acetabular shell with ease but there is no indication (i.e. Bruising within the scallops) that this was the case. The mhr has been reviewed and the sis sheet shows there were no recorded errors with the parts checked at the time of manufacture. It is known that plastic components in general ¿grow¿ when subjected to temperature after production and this is allowed for, too accommodate the affects that these changes in temperature, however, uhmwpe is much less likely to suffer from these temperature changes. This plus the fact that these components were gas plasma sterilised, which is a far less aggressive method than gamma irradiation, could mean that the liner was produced at or below bottom limit, but the allowed for changes were not as high, or the component ¿shrank¿ which could have given a loose fit with the mating acetabular cup. As the shell is in vivo, there is no way of carrying out an assembly test and no further conclusions can be made.